Event description:
It was reported by our crna that the blunt tip needle is not a non-coring needle. A needle sized perfect round piece of the rubber stopper of diprovan vial was noted floating in drug after accessing vial with blunt tip needle.